Event description:
Procedure: lap chole. According to the reporter: during the case, the surgeon opened the new packaging of the device. When he fired the instrument to ligate the vessel the clip slipped from the vessel and it gave the same result on the second attempt. The jaw of instrument was still closed after the third attempt but it could be returned back to its original position. He opened the second new package and the same result occurred. The surgeon changed to an open procedure and used suture to ligate the vessel. The patient was involved but w/o injury. There was no medical intervention required. Surgery time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).